Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient entered bg values outside the 40-400 mg/dl (2.2-22.2 mmol/l) range, which is misuse of the device. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. On (B)(6) 2026 at approximately 4:30 am, while preparing for a scheduled dialysis appointment later that day, the patient reported experiencing blurred vision. At that time, the cgm displayed a "low" glucose reading. Due to the symptoms and the cgm reading, the patient performed a fingerstick bg measurement, which reportedly resulted in a value of 600 mg/dl, indicating a discrepancy between the cgm and bg meter readings. Due to the reported symptoms and glucose discrepancy, the patient was transported to the emergency department for further evaluation. According to the patient, healthcare providers confirmed that the patient's glucose level was elevated upon assessment. The patient reported receiving treatment with intravenous (IV) fluids and insulin administered by injection. The patient remained under observation for several hours while glucose levels and clinical status were monitored. Following treatment, the patient reportedly responded well, with improvement in symptoms and stabilization of glucose levels. The patient was discharged from the hospital in stable condition. It was noted that the patient was using an omnipod 5 insulin pump at the time of the event. At the time of follow-up, the patient reported feeling "fine". Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.